Event description:
On (B)(6) 2012, the patient claimed that she had some severe low blood glucose at 2 am and went unconscious. The patient's husband treated her with juice and food to abate her condition. In the morning, the patient tested at 189 mg/dl. The subject pump will suspend from 2:37 am to 4:45 am on the day of concern. Troubleshooting with the animas representative revealed the patient took additional bolus insulin by accident. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because, the patient had symptom that can be suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.